Event description:
The pt received her ipg on (B)(6) 2010. It was reported that she is without stimulation and is unable to communicate with her ipg using the programmer or charging system. Surgical intervention to replace her ipg has been scheduled.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.